Manufacturer narrative:
Customer reported this event to the (B)(6) however, a letter was received from (B)(6) that this event will be treated within the framework of a statistical signal detection with no further action required by olympus. The device is returned but the device evaluation is not yet completed. As such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as any relevant new information becomes available.

Event description:
As reported for this event by the customer, during a total hysterectomy and laparoscopic endometriose resection procedure, the device jaw broke off into the patients body. The broken piece was easily retrieved from the patient. The procedure was completed with a new device. The procedure completion time of 50 minutes was extended by an additional 18 minutes due to this event; however, there was no clinical impact due to this delay. There was no harm or adverse impact to the patient. The intelligent tissue monitoring (itm) feature was on during the procedure as was usual. The user understands the functionality of itm, which is that it is only a support function and may not always detect that a tissue has been cut.

Manufacturer narrative:
The device evaluation has been completed. This supplemental report is being submitted to provide this information. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria at inspection. The user¿s complaint was confirmed. Upon inspection of the returned device, it was observed that the probe is broken off at 10.7 mm from the distal end tip. The break started from the origin of a crack caused to the probe. The broken piece of the probe tip was not returned. In addition, the coating of the probe was peeled off and the exposed probe surface was found to have scratch. The exact cause of the event cannot be exclusively identified. However based on the device evaluation and the past investigation results, it is likely the broken of the probe occurred by the following mechanism: 1)when output in seal and cut mode, the probe came in contact to metal or a surgical instrument. 2)this caused the coating of the probe to peel off due to ultrasonic vibration. The activation also scratched the probe. 3)the probe received an output load in seal and cut mode or received a load when grasping tissue. As a result, the probe cracked from the scratch. 4)the probe broke when some load was added. The instructions for use includes the following statements that warn against the issue: ¿ the thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/splitting/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone. ¿ do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities.